Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac injuries and/or related symptoms before subsequently expiring on or about (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.